Event description:
It was reported that the treadmill started to speed up during a test. The emergency stop did not work. The patient jumped off the treadmill. No patient injury was reported. Upon inspection of the treadmill, it was found that the motor controller box and the braking resistance had melted. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.